Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a left ventricle lead revision procedure due to high pacing impedance consistent with lead fracture. Upon review, it was noted that the lead exhibited high capture threshold, noise and phrenic nerve stimulation. During the procedure, it was found that the access into the venous system was completely occluded, and the lead explant was cancelled. Programming changes were made. The patient was stable.

Event description:
New information received notes increasing capture thresholds, high pacing impedance and no capture was observed in the left ventricular (lv) ring to right ventricular (rv) coil configuration as well as bipolar configuration on the lv lead. Lv tip to rv coil had normal impedance and capture threshold but phrenic nerve stimulation was observed. Due to the occluded subclavian vein, a procedure was conducted 12 may, 2021 where the cardiologist crossed the occlusion, ballooned the vein open and a replacement left ventricular lead was placed in the anterolateral branch with no complication or phrenic nerve stimulation and the original lv lead was capped. The patient was stable.